Event description:
This lead was implanted on (B)(6) 2002 and was capped/abandoned on (B)(6) 2012 due to chronic atrial fibrillation, physician decided to cap atrial lead and implant single chamber pacemaker. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).